Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿flow meter¿ of an unknown quantity of interlink system extension sets would not prime and had to be disconnected. The nurses stated that ¿the flow meter would flow on open but would not drip if flow rate was turned up¿. There was no patient involvement. No additional information is available.